Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set would not close completely. This was observed by the nurse before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not received for evaluation; therefore, a device analysis could not be completed for that sample. However, a companion sample was received for evaluation in an unopened pouch. A visual inspection was performed with naked eye on the companion sample with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified on the companion sample. Should additional relevant information become available, a supplemental report will be submitted.